Event description:
When I was opening for a case we discovered the green drape that goes around our double basin had a hole in it after it was placed on my sterile field. I pulled off the bowl and the drape that it was touching and we opened an ioban on a different section of my table. I scrubbed in and covered the contaminated area with the ioban and changed my top layer of gloves.